Event description:
It was reported that the customer was hospitalized three times due to hyperglycemia. The reported blood glucose reading was 279 mg/dl at the time of the report. The customer's mother declined to perform troubleshooting. The customer's mother stated that an issue with the infusion set caused the events. The cannula of the infusion set was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.